Manufacturer narrative:
In f/u with the customer, she indicated that she did not see a fire, sparking or smoke and that there were no exposed wires at the strain relief. She also indicated that no injuries were sustained as a result of the issue. In summary, a breach in the inner insulation of the cord at the strain relief was present and resulted in a short circuit which caused the cord to heat up and burn a hole in the transformer, which is a safety risk. CAPA ca10-049, approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l f/u actions will be established as a result of the CAPA process. Eval summary: a visual examination of the power supply revealed a hole approx 0.4mm in diameter on the transformer housing. A visual examination of the cord revealed a kink at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 0.00 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 0.5 ohms, which indicates that there is a short in the dc cord. The resistance across the ac blades was open, which indicates that the thermal fuse did blow. The outer insulation was removed at the strain relief to expose a break in the inner insulation.

Event description:
The customer reported that the transformer on her pump's power adapter got hot and a pea-sized hole was burned into the transformer. The customer indicated that she purchased a replacement power adapter.